Event description:
It was reported that the customer was admitted to the intensive care unit (ICU). No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.

Manufacturer narrative:
Device not returned.